Event description:
On (B)(6) 2025, a patient underwent the port placement procedure. It was reported that during a port placement procedure the leader guide allegedly stripped on removal. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure using titanium low-profile implantable port, broviac single-lumen, 6.6f. During the procedure, the leader guide allegedly stripped on removal. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire loaded onto a guidewire straightener was returned for evaluation. Gross visual, microscopic and dimensional evaluations were performed. Uncoiling was observed to the distal end of the guidewire. A complete circumferential break was observed to the core wire at the midsection of the guidewire, and the distal guidewire segment was not returned. The guidewire appeared to have multiple bends and residue throughout and appeared to have residue throughout. The core wire was protruding from the midsection of the guidewire. Therefore, the investigation is confirmed for the reported fracture issue and identified deformation due to compressive stress, material separation, stretched and unraveled issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.